Manufacturer narrative:
(B)(4): the customer reported that a bedside monitor did not report an alarm from another bedside monitor within its caregroup as it was expected. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a bedside monitor did not report an alarm from another bedside monitor within its caregroup as it was configured. No patient harm was reported.